Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The event date is unknown. Additional information will be provided when available. Updated fields: d9, h2, h3, h4, h6, h11. Corrected field: g4 - PMA/510(k) the device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: error code b30 and no image displayed. A root cause could not be identified. Based on the results of the investigation, the definitive cause was not determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported the gastrointestinal videoscope experienced a scope communication error code (e315 code) during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.